Manufacturer narrative:
Occupation: synthes employee. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device is not distributed in the united states but is similar to device marketed in the USA. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date that the patient was underwent a surgery with the fns. After the surgery, on an unknown date, the surgeon confirmed that femoral head necrosis occurred. On (B)(6) 2020, the patient underwent the removal surgery and bha surgery. (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the device history record. Device history lot DHR review confirmed that lot l765854 belongs to the non-sterile part 412.214, which was sterilized at früh ag, the sterile lot number is l791130 part: 412.214s, lot: l791130, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 23 feb 2018, expiry date: 01 feb 2028. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 412.214, lot number: l765854, manufacturing site: mezzovico, release to warehouse date: 08 feb 2018. A manufacturing record evaluation was performed for the non-sterile device lot number, and no non-conformances were identified. Investigation summary investigation selection investigation site: zuchwil , selected flow: adverse event - no reported product problem . Visual inspection: all received devices, the "bolt" (04.168.275s); the "pl 1-ho" (04.168.000s); the "antirotscr" (04.168.475s); the "lockscr ø5" (412.214s) shows signs of use. The plate and the locking screw were found jammed together. Furthermore, the anodized layer is worn away at the damages which indicates that they were caused post-manufacturing. All features related to the reported complaint condition were reviewed and no other issues were identified. Summary: our investigation has shown that the received devices have signs of use on their surfaces. This investigation will be rated as unconfirmed, because no product related issue was identified that could have caused the reported necrosis. The jamming issue, between the "lockscr ø5" (412.214s) and the "pl 1-ho" (04.168.000s) was already investigated with no manufacturing related issues as a result. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.